Manufacturer narrative:
The customer indicated that the device is not available for evaluation. If additional information becomes available, a supplemental report will be submitted.

Event description:
The event involved a plum 360 pump that the customer reported being unable to modify or continue delivery for a phenylephrine infusion. The customer stated that ¿line a was started in prior cca.¿ the customer reported the rn changed cca to ICU from anesthesia. The volume to be infused was completed and the programming switched to 1ml/hr. They were unable to add more volume to be infused and had to turn the pump off and on. The patient became hypotensive with a systolic blood pressure in the 50¿s and symptomatic. The customer is reporting patient harm and a delay in critical therapy. No further information was provided.